Manufacturer narrative:
A1: the full patient identifier is case: (B)(6). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: a beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2023. Fse observed a failure of the hs system check foam. Fse rebuild the wash read carousel and mixer bearings and replaced the incubator belt. The fse returned and replaced valve manifold assembly and optical sensor damaged during initial service. Fse replaced the substrate probe and wash arm alignment. After repairs, fse performed hs system check, qc and 15 replicate precision run with acceptable results. In conclusion, the fse performed multiple hardware interventions to return the instrument to a functional state indicating that an instrument malfunction was the likely cause of the event. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. Note: a second medwatch report has been generated to address the change to treatment for the first patient impacted (case: (B)(4).

Event description:
On (B)(6) 2023, the customer reported obtaining erroneously elevated troponin I (access accutni+3) results for two patients involving the laboratory's access 2 section dxc 600i packaged analyzer (serial number: (B)(6). For the second patient, the initial accutni+3 result was at 0.98 ng/ml on (B)(6) 2023, repeated at 0.0 ng/ml three hours later. A second sample from the same patient collected three hours later gave a result at 0.03 ng/ml. The customer reported that the results were reported out of the laboratory and unnecessary treatment was done. The patient was administered a heparin drip and transported to another facility. Note: a second medwatch report has been generated to address the change to treatment for the first patient impacted (case: (B)(4). Per customer verbal report, system check passed on (B)(6) 2023 and quality control was passing within specifications at the time of the event. No calibration data was provided. There was no indication of carryover as the customer did not report obtaining high troponin sample results prior the questioned results. A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2023. Fse observed a failure of the hs system check foam. Fse rebuild the wash read carousel and mixer bearings and replaced the incubator belt. The fse returned and replaced valve manifold assembly and optical sensor damaged during initial service. Fse replaced the substrate probe and wash arm alignment. After repairs, fse performed hs system check, qc and 15 replicate precision run with acceptable results. Sample tube collection type was plasma samples with gel barrier straight from the tubes. The customer reported that samples were centrifuged for 10 minutes. There was no report of sample integrity issues, the samples were not hemolyzed. No further sample information was provided.